Manufacturer narrative:
An event regarding dislocation involving a trident all poly cup-crossfire was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Consultant noted x-ray confirms dislocation; additional records needed. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Consultant noted x-ray confirms dislocation; additional records needed. No further investigation is required at this time. If further relevant information becomes available or the product is returned, this investigation will be re-opened. Not returned to manufacturer.

Event description:
The patient came into ER with hip pain, hip had dislocated, unknown for how long. During surgery doctor tried to reduce the hip but was unsuccessful. Ending up taking the femoral head and rejuvenate neck off stem and left the girdle stone.